Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the micro pituitary broke. No patient injury was reported.

Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the dr. Checked with scope and saw the capsule sliding into stomach. The capsule was retrieved. The pt was not injured following the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The bottom arm of the pituitary is broken on both sides at the pivot point near the tip, the pin is missing. It appears some sort of grinding device has rubbed against the side of the pituitary.